Event description:
User facility medwatch received from the user facility that stated: "the pump was making a high pitched alarm. Two rns entered the pt room to troubleshoot the alarm. The rn turned the pump off and back on at that point the pt and the pt's mother witnessed 2 sparks on the underside of the pump and then the pump started to smoke and emit an electrical smell. The rns worked immediately to unplug pump from wall and pt. The pt and mother were immediately removed from the room and placed in a different room. "The code red (fire) was also immediately activated." Upon further query, the following info was provided indicating that sparks were noted coming from the undercarriage of the device. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified volume of normal saline. Channel 2 was programmed to deliver an unspecified concentration of protonix. Channel 3 was programmed to delivery an unspecified volume of tpn. No specific programming parameters were provided. After an unspecified length of time, 2 nurses entered the pt's room in response to the device sounding an unspecified high pitched alarm. It was reported a nurse powered the device off and back on. At this time, it was reported that two sparks were noted coming from the undercarriage of the device. The customer contact reported that the device started to smoke and an electrical smell was noted. The nurse unplugged the device from the wall outlet and the device was removed from clinical service. The customer contact stated the pt was moved to another room. Therapy was resumed using a replacement device. There were no reported adverse effects to the pt or to the nurses and there was no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility medwatch was received from the user facility on (B)(6) 2011. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.